Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The customer stated that was not in service since june of 2017. The customer could not duplicate the reported issue. The customer stated that extended self test (est) had been attempted which may have calibrated the external o2 sensor. Additionally, the customer reported that the ventilator generated a light emitting diode (led) indicator failure error code. The customer was provided with part number for the o2 cell and it was recommended that it be replaced to resolve the reported low 02 alarm issue. The customer was provided with part number for the power overlay to address the reported error code (3154) led indicator failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported that the ventilator had a low o2 alarm. There was no patient involvement at the time the issue was discovered.